Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. The noise was felt to be consistent with myopotentials. The sensing vector was reprogrammed from secondary to primary. Subsequently, the device again exhibited oversensing that resulted in delivery of an additional inappropriate shock. Review of the stored episode noted low r-wave signal amplitude measurements that resulted in oversensing. Technical services (ts) discussed potential troubleshooting and programming options to consider. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. The noise was felt to be consistent with myopotentials. The sensing vector was reprogrammed from secondary to primary. Subsequently, the device again exhibited oversensing that resulted in delivery of an additional inappropriate shock. Review of the stored episode noted low r-wave signal amplitude measurements that resulted in oversensing. Technical services (ts) discussed potential troubleshooting and programming options to consider. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.